Event description:
It was reported that the ilet user announced a lunch meal but, due to a concurrent non-diabetes-related illness, was unable to eat, which resulted in a severe low blood glucose that was self-treated with oral glucose tablets. This was characterized as an accidental meal announcement and a user handling issue involving the user interface. Symptoms included hypoglycemia with a nadir of 49 mg/dl accompanied by diaphoresis and shaking/tremors. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the medical device problem was categorized as an improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.